Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and contamination under all key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, evaluation revealed a dim and discolored display lens. A test screen was installed and displayed normally. Additionally, evidence of contamination was found under all key contacts. All buttons responded properly and there was no damage to the keypad. (B)(6).